Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a fluid leak. She had called the patient for a general follow up and he reported that he had found a leak from the cassette. The set was discarded. During follow up the pd nurse reported the patient came into the clinic for lab work. The results were negative for infection. The patient was prescribed prophylactic antibiotics gentamycin and cefazolin.